Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Initial reporter: additional contact - the current un-blinded contact point for this study is: (B)(6). Mfg site name - (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced abdominal pressure and bloating. The patient sought medical attention. The investigator assessed the event as mild in severity and is unlikely related to the device or procedure. The event was resolved on (B)(6) 2014. On (B)(6) 2014, the patient had a 3 millimeter anterior vaginal mesh erosion and sought medical attention. She was prescribed with premarin cream and the event was resolved with sequelae. This event was assessed as mild in severity and there is definite relation to the device or procedure. Additional information august 1, 2016: according to the physician, the 3 mm anterior vaginal mesh erosion was "unchanged" at the patient's visit on (B)(6) 2015. As of the patient's most recent visit on (B)(6) 2016, the mesh erosion event is documented as unresolved. The patient's worsening stress and urge incontinence starting (B)(6) 2014 were still unresolved as of the patient's last visit on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications.according to the complainant, on march 20, 2014, the patient experienced abdominal pressure and bloating. The patient sought medical attention. The investigator assessed the event as mild in severity and is unlikely related to the device or procedure. The event was resolved on april 4, 2014.on april 4, 2014, the patient had a 3 millimeter anterior vaginal mesh erosion and sought medical attention. She was prescribed with premarin cream and the event was resolved with sequelae. This event was assessed as mild in severity and there is definite relation to the device or procedure.